Manufacturer narrative:
D9: date returned to mfg 6/20/2024. One device was returned for analysis. Visual inspection showed a scratched screen and a fractured syringe port. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the motor and physical damage to the syringe port. As a result, the motor and rear housing were replaced. Service history review identified that the device was last serviced for an issue related to "syringe port cracked".

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault, and the syringe port was cracked. The event occurred during testing, there was no patient involvement.